Event description:
The customer reported that the system displayed a 10055 and a 10064 error message and would not complete the boot up process. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cable voltage and the tube were checked, the tube printed circuit board fuse was reconnected. The kilovolts and milliamperes were calibrated. The system was tested and found to be working as intended and put back into service.